Manufacturer narrative:
Follow-up report submitted to document device evaluation results

Event description:
The manufacturer sales representative reported that the top of the drill came apart and bearings come out. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer sales representative reported that the top of the drill came apart and bearings come out. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.